Event description:
It was reported that during the last two refills physician noted a larger drug volume was aspirated from the pump's reservoir than what was calculated. On (B)(6) 2012 the patient came to the hospital as he experienced withdrawal symptoms. Physician checked the residual volume and once again observed a much larger amount of drug volume in the reservoir than calculated. It was indicated that device troubleshoot was ongoing and currently the patient was on oral medication. It was later reported that as of (B)(6) 2012, there were no further urgent examinations performed because the status of the patient was ok. An examination was scheduled at the beginning of (B)(6). The cause was not determined. It was stated that the attending physician "assumes a granuloma at the catheter tip, but this was just an assumption." Patient had a little bit more pain, was given a higher dose of oral medication and experienced good pain relief after this increased. In regards to the volume discrepancy it was further noted that physician aspirated 20ml residual drug volume at a point where the pump should have been empty. Drug delivered was morphine undiluted at a concentration of 10mg/ml. A follow-up report will be sent when additional information becomes available.

Event description:
Per reporter, the physician stated that the pump again only delivered 40% of the programmed volume. Hcp assumes that there might be a granuloma at the catheter tip due to the morphine. An mrt cannot be performed (metal implants in the patient). The plan was to perform a CT with a contrast agent. An examination was scheduled (B)(6) 2012. The patient was doing fine.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that per the hcp the patient did not show up at the scheduled examination because he was doing fine with the oral medication. As regards to the device it was stated that the "system is still not working but patient was doing fine". In regards to the catheter it was unknown which one was used "as the system was implanted in another clinic and there seems to be no documentation about it". It was also added that the attending physician noted that there was actually no need for further examinations. As soon as the patient decided that he wants the pump system revised it would be; also currently the physician was not sure if the patient would come back to the hospital again.